Manufacturer narrative:
CPR release handle cable out of adjustment.

Event description:
It was reported by service report that the fowler drifts down. No pt involvement or adverse consequences are reported.